Event description:
Drug/diluent: bupivacaine 0.25% and marcaine (concentration not specified). Fill volume: 400 ml, flow rate: 4 ml/hr, procedure: mastectomy/breast reconstruction, cathplace: unk. Unit rn was attempting to remove dual lumen catheters from a mastectomy/breast reconstruction pt. The first catheter, located in the left breast, came out with no resistance. The other catheter, located in the right breast, resisted. The rn continued to pull until the catheter stretched and broke leaving an estimated 4 inches of the silver soaker catheter in the pt's right breast tissue. Pt's condition is stable. It was reported that the physician decided not to remove the catheter segment. (Add'l info: the pump used was model: pm028-a, catalog #: 101372100, lot #0200649810).

Manufacturer narrative:
Method - the sample has not been received but was reported to be available. Result - the device is pending eval and testing at this time. Conclusion - a f/u report will be filed when the investigation has been completed. The directions for use (dfu) (1307112, rev. A) provide cautions and directions on catheter removal if resistance is encountered. The directions for use states, "if resistance is encountered or catheter stretches, stop. Continued pulling could break the catheter. It's advisable to wait 30 to 60 minutes and try again. The pt's body movements may relieve the catheter to allow easier removal. Do not cut or forcefully remove the catheter. It also contains a caution of "do not cut or forcefully remove catheter." I-flow has also prepared a technical bulletin (1303971, rev.b) in order to prevent or decrease catheter breaks entitled: "tips for preventing in-situ catheter breakage with the on-q post-op pain relief system." Info from this incident will be included in our product complaint and MDR trend reporting system. Add'l investigation may arise from ongoing analysis, trend info, or other analysis as appropriate.